Event description:
Spv was implanted as vp-shunt in (B)(6) 2012. The initial setting was 70. It was then changed to 30 after one month, then (B)(6). Since then, it was changed ot 30, 40, 50, 60, 70, one position a month, and finally 110 in (B)(6). However, then he tried to change the pressure setting again on (B)(6) under x-ray, he was not able to. The flow also seemed nearly blocked. Therefore, he replaced the valve on (B)(6). Please examine the sample to see if it is occluded and if the pressure setting can be changed at your site. The customer also would like to know the measured values of each pressure position.

Manufacturer narrative:
The valve will be analyzed by sophysa and a follow-up report will be sent.